Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+2.0/089 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2020. The lens was implanted and removed intra-operatively. No patient injury occurred and the cause of the event is reported as user error. The patient declined a replacement lens.